Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet2300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 4 fr groshong double lumen PICC line punctured. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed. One 5 fr dual lumen groshong nxt catheter, one excalibur introducer, one statlock device in a sealed pouch, one attachable suture wing in a sealed pouch, one stiffening stylet, and one t-lock were returned for evaluation. An initial visual observation showed use residue on the returned sample. A large longitudinal split was observed in the white lumen of the catheter near the 43 cm depth marker. Some tensile weakness was observed in the catheter directly around the location of the split. A microscopic observation revealed the edges of the split were rough and uneven but mostly straight and the fracture surfaces were mostly flat with a granular surface texture. Some whitening of the catheter material was observed on the fracture surfaces, suggesting a tearing failure mode. The observed characteristics of the split found in the returned catheter, as well as the presence of tensile weakness around the leak site, indicate the split was most likely caused by burst damage due to over-pressurization of the catheter. The product IFU states: ¿do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that 4 fr groshong double lumen PICC line punctured. No other information was provided.